Event description:
It was reported that there was an unspecified over infusion in mid-december 2020. Although requested, further information was not provided.

Manufacturer narrative:
Additional information added: g3 foreign.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that there was an unspecified over infusion in mid-(B)(6) 2020. Although requested, further information was not provided.